Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempted implant, the lead was placed in the right ventricle, however, there were no r-waves detected. The lead was attempted to be repositioned three times with similar results. The physician opted to move the lead to the atrium, however no p-waves were detected. The physician attempted pacing resulting in a lead impedance measurement of less than 200 ohms. The analyzer cable was replaced, with similar results. Finally, the lead was removed and replaced successfully. No patient complications have been reported as a result of this event.